Event description:
The end user leaned on one arm of the commode and fell when the leg collapsed. She suffered a subdural hematoma.

Manufacturer narrative:
As a hospitalized pt was attempting to stand up from the commode and the right front leg collapsed. The pt had been identified as a moderate risk for falls. She fell as the leg collapsed and suffered a subdural hematoma. The facility reported that the leg had been installed upside down and was shorter than the other three legs. The facility reported using this commode for almost 5 years and during that time had not performed maintenance on it. They refused to return the sample for evaluation but did send photos of the device. No lot number was provided. It was confirmed that the right front leg assembly was not installed correctly. The legs displayed clear signs of rust and the tips were visibly worn out. The right front leg also did not have a rubber tip in place. It is not known if the push buttons used to secure the proper height were adequately positioned prior to the incident. The owner's manual states the rubber tips on the extension legs should be checked for rips, wear or if they are missing and to replace immediately if any of the condition exist. It also states that the rubber tips must touch the floor at all times. The incorrect assembly of the device would have caused the commode not to sit level and would have resulted in an unsteady frame balance. This would have increased the risk for a fall by the end user. We have no information to suggest a manufacturing or material defect was present. We have determined the root cause of the reported incident to be an incorrect assembly by the facility and a lack of maintenance.